Event description:
Information was received indicating that during pre-test of a smiths medical cadd solis vip pump, the pump failed volume test, over infused to 21.34. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's problem was confirmed, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.